Manufacturer narrative:
(B)(4).

Event description:
This case was reported by a consumer and described the occurrence of blood in bowel motion in an (B)(6) year old male patient who received oral moisturisers (biotene mouthwash) for a dry mouth. A physician or other health care professional has not verified this report. Concurrent medications included prazosin (apo-prazosin), amitriptyline hydrochloride (endep), fluticasone propionate+salmeterol xinafoate (seretide) and tiotropium (spiriva). The patient had been using biotene gel for a long time. On (B)(6) 2013 the patient started treatment with oral moisturisers (mouth rinse) at an unknown dosing regimen. Approximately 2 days later, on (B)(6) 2013, the patient experienced blood in bowel motion and diarrhea. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unknown. The manufacturer's report number for this case is 1718912-2013-00020. Biotene is manufactured in (B)(4) in the united states, and neither the product nor the lot number for this product is available.